Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed based on return device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported needle to cuff miss appears to be related to deployment out of sequence based on the returned device condition indicating the plunger was deployed (step 2) without deploying the foot (step 1). In this case, the returned device analysis indicates the plunger was deployed (step 2) without deploying the foot (step 1). It should be noted that the prostyle instructions for use (IFU), states the sequential order of deployment. The subsequent treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.